Manufacturer narrative:
The device was used in treatment. One 13.5f guidestar steerable introducer sheath was received back from the customer without the dilator. A red non-oscor adaptor was connected to the stopcock. There were no other accessories. Blood was found on and inside the sheath. Upon evaluation of the returned sheath, it was found that half of the hub cap was detached from the handle and was not returned for analysis. The sheath leaked from under the hemostatic valve immediately during the decontamination process when irrigated through the sideport tubing assembly with a syringe. The leakage was due to the missing hub cap. The hemostatic valve had a small tear near the helical cuts. The remaining half of the hub cap was removed to look for the presence of adhesive. Traces of adhesive were found on the handle and under the remaining hub cap. The sheath deflected normally and the sheath tip looked normal. According to the event description summary, two ancillary devices were used in conjunction with the sheath. The tear in the hemostatic valve could have been due to off center insertion of an ancillary device. The detached hub cap was not returned for evaluation, but there were traces of adhesive on the part of the handle where the hub cap should be seated. Returned device analysis revealed the sheath was within manufacturing specifications. The exact root cause for hub cap detachment cannot be determined however, probable cause could have been due to manipulation of the handle by the user around the hub. According to the device history record, the guidestar sheath passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional, mechanical and leak testing. No manufacturing defects were found. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Per manufacturing procedure on-peelable sheath final assembly assembling the cap and seal: visually inspect seals before use. Carefully inspect seals to ensure that the helical center cut is present before assembly. Do not pull, bend or separate seals during inspection. If the seal is not properly cut, reject the seal and do not use for assembly. Notify the appropriate manufacturing supervisor before proceeding. Carefully place seal into cap ensuring the cap is fully seated. If the seal has only one recessed ring, ensure that the flat side of the seal is placed in the cap.using glue dispensing tip place a ring of glue below the seal around the outer rim of the sheath hub. Place the bonded cap (appropriate color) with properly seated seal over the hub and secure it in the sheath assembly fixture. Allow the sheath to remain in the fixture for at least 2 minutes after securing the last sheath in the fixture. After removal from fixture, ensure there is no excess adhesive.after removal from the fixture, each sheath assembly shall be laid flat on the table for a minimum of 15 minutes before proceeding. Sheath assemblies must remain undisturbed for a minimum of 15 minutes. Visually inspect bonded caps after curing. Gap between bonded cap and hub should not exceed 0.020". Sheath should be free of damages and defects. Per qa procedure destino steerable guiding sheath in-process and final inspection: leak test : perform leak test according to procedure based on available leak tester. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. Per IFU: use the sideport, located at the handle, to inject contrast solution or flush the steerable sheath. The steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Note: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the.

Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Event description:
It was reported that during procedure gudiestar 13.5f was leaking fluid and blood. At the end of the procedure, while pulling back the catheters, it was identified that blood was leaking through handle. There was no patient side effects reported. Procedure completed with the same sheath. No remedial actions were required for blood loss. No adverse event reported. No additional information is available.